Event description:
Hospital representative called ge healthcare after pt expired requesting download since pt expired and to conduct an investigation. No other info regarding this incident is available at this time. The product has been quarantined at the hosp until the investigation is completed. It is unknown how the trusat pulse oximeter allegedly contributed to the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Device was used in a home health setting.